Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported keypad inoperable which was reproduced. Visual inspection determined to have observed corroded keypad flex and input/output connector. The keypad and input/out connector were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. There was no patient involvement. No additional information is available.